Event description:
Affiliate reports outlet valve was torn off when the valve was explanted because of its malfunction. Doctor reported resistance when moving the valve. Details of malfunction were not provided.